Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received from the manufacturer¿s representative reported that the cause of the low impedances was unknown. They also noted there were no further actions/interventions for the low impedance issue. There were no further complications reported or anticipated.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that impedances were ran and values were short <(><<)>50 on one pair. This pair was not being used in programming. Other values were 400-1111. Therapy impedance was 1063. No further complications were reported.